Event description:
As reported, patient underwent implant of a phasix mesh and was diagnosed with a recurrent hernia. As reported, the surgeon performed a revision procedure and reported "it was almost like they hadn't even used anything in the first place".

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, patient was diagnosed with recurrent hernia post-implant of phasix mesh and underwent a revision procedure, during which the mesh was not visualized. Additional information has been requested. Per the instructions-for-use (IFU) supplied with the device, "absorption of the mesh (phasix) material will be essentially complete within 12 to 18 months". Hernia recurrence is a known inherent risk of surgery and is listed in the IFU as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2022) is provided as a best estimate based on the information provided. Device not returned.